Event description:
It was reported that the customer was hospitalized for high blood glucose levels (B)(6) after getting a no delivery alarm. The customer's blood glucose reading was 571 mg/dl at the time of admission. While the customer was in the emergency room, the insulin pump alarmed no delivery again. Explained the causes of the no delivery alarm to the caller. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.